Event description:
It was reported that, while the low heart rate alarm is set to 50, the scope has not sounded, but it has shown a symbol (silent bell) in the alarm bar. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips remote service engineer (fse) talked to the customer and confirmed that the crossed bell indicates that the monitor was in audio mode disabled. He explained to the customer after retrieving the log files, the logs show that at 2:50 a.m., the plant did generate a yellow alarm, audible at the time. The monitor, on the other hand, was unable to output sound due to the audio mode being disabled. The low heart rate alarm, it is set to 40, as confirmed by the screenshots. But the alarm volume was set to 0, which explains the absence of sound on the scope. Based on the information available and the testing conducted, the cause of the reported problem was the disabled audio mode. The reported problem was confirmed. Information was provided to the customer to resolve the issue. The device remains is use. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).